Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was leaking. During the case there was blood in the handle and coming out of the back of the vizigo sheath. The medical team thought there might be a hemostatic valve leak, but the valve was not a complete separation that they could tell. The sheath was replaced and the procedure continued. There were no reported patient consequences. The team was unable to tell if there was physical damage on valve/hub or if the hemostasis valve (gasket) was broken into two or more separate pieces. The hemostatic valve was not detached from the sheath. They are not aware of air entering the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was minimal, maybe 30cc. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 23-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was leaking. During the case there was blood in the handle and coming out of the back of the vizigo sheath. The medical team thought there might be a hemostatic valve leak, but the valve was not a complete separation that they could tell. The sheath was replaced and the procedure continued. There were no reported patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history records was performed for the finished device 00001865 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).